Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2010. It was reported that the patient felt a warming sensation at his ipg pocket site when charging the ipg. It was unknown whether the patient used his antenna belt to charge the ipg. No further patient complications were reported.